Event description:
It was reported that the patient with this pacemaker underwent an unrelated surgical procedure where cautery was used. During the procedure, there was right atrial (ra) and right ventricular (rv) noise, oversensing, and pacing inhibition during the use of cautery. No adverse patient effects were reported. The device remains in service.